Event description:
It was reported that the patient presented for a device upgrade. Prior to the procedure, it was noted that the right ventricular lead exhibited noise that was reproducible with isometric exercise. The lead was explanted and replaced. The patient was stable.